Event description:
Customer reportedly received results of 58 mg/dl and 94 mg/dl within 2 minutes on the inform system. The patient was being prepped for an endoscopy and was not experiencing any hypoglycemic symptoms. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.